Event description:
It was reported that during a procedure a perforation occurred that resulted in a pericardial effusion. No other information was obtained regarding this case.

Manufacturer narrative:
In the case of this complaint, the generator was operating as expected. Other biosense webster related products used during the procedure were: lasso catheter: catheter manufacturing and lot numbers were unknown. Acunav: catheter manufacturing and lot numbers were unknown.